Event description:
While undergoing percutaneous angioplasty, "all star guidewire was lodged in the lad only and could not be removed. The jammed all star guide wire was again movable after the prox lad artery lesion was stented." (Per procedure note).